Manufacturer narrative:
Correction b5: upon further information/review, the reported quantity was updated to a quantity of 52 sub-q-set subcutaneous infusion sets with the reported issue (previously reported as an unspecified quantity on the initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to push fluid through the line of an unspecified quantity of sub-q-set subcutaneous infusion sets. This issue occurred while attempting to flush the lines prior to patient therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.